Manufacturer narrative:
Other, other text: h3: four cadd extension sets from part number 21-7115-24 and lot number 3977452 were received without their original packaging, in used conditions with their certificate of decontamination. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. During the visual inspection, two broken y connectors were observed. The samples were tested using a syringe with water in order to detect any leaks; no leaks were detected. The reported issue was not confirmed and there was no fault found with the returned samples.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd extension sets pca tubing was attached to a patient and found to be leaking at the fixed y site connection right out of the packaging. Also we were able to unscrew/disconnect this fixed connection site without much manual effort and have the tubing break. Patient was receiving pain medication and was revealed upon administration . No adverse patient event other then decrease of pain medication received as reported. Date of event was updated on the cover page along with patient information.